Event description:
Rptr was using the monitor/defibrillator to cardiovert a pt in atrial flutter. The monitor had been working appropriately with a paper readout of the pattern. The cardioversion at 20 j was completed by the dr. The pt remained in atrial flutter which was noted to be the same on the monitor. The dr performed a successful cardioversion at 50 j to normal sinus rhythm with first degree block. After the procedure, it was noted that the paper printout of the heart pattern was straight-lined at the first shock of 20 j and the pattern continued to be shown on the screen. Rptr was unable to do a synchronized test of the monitor after the procedure. It is possible the lead wires were inadvertently placed under the paddles "with the shocks." No apparent injury to pt. (*)